Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that there were low r waves in the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.